Manufacturer narrative:
Additional information: b5, g3 and h6. Information was received indicating that the involved product is not a medtronic device. No further reports will be sent for this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Upon review of the information provided, this information does not meet the definition of a complaint. There is no written, electronic, or oral communication that alleges deficiencies related to the identity, quality, durability, reliability, safety, effectiveness, or performance of a device, after it is released for distribution.

Manufacturer narrative:
D10 concomitant product (8cn85r, 8cn85r 8.5mm adt flex trach w tg cuff x1, lot# unknown) d10 concomitant product (8cn85r, 8cn85r 8.5mm adt flex trach w tg cuff x1, lot# unknown) d10 concomitant product (8cn85r, 8cn85r 8.5mm adt flex trach w tg cuff x1, lot# unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during testing, a tiny hole was noticed in the product, leading to the use of 3 or 4 products for a single study, indicating repeated occurrences. There was no patient involvement.